Event description:
Port leaked upon injection of infusate. No blood return. Port checked with fluoro and contrast injection revealing leaking of contrast into pocket. Port removed the next day and replaced with another port. Medcomp port lot # mbcf140 initially placed (B)(6) 2011. Dates of use: (B)(6) 2013. Reason for use: vonwillebrand disease. Medcomp port placed on (B)(6) 2011, removed on (B)(6) 2013 for leaking.